Event description:
Initial estradiol ii result of <5.00 pg/ml. Repeat of same sample recovered 206.6 pg/ml. A third repeat of the same sample recovered 201.2 pg/ml. No info provided to determine if results were used to guide therapy. The field service rep performed adjustments on the analyzer and performed performance check tests which were within specification.